Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm during basal and frozen display. The customer stated all of sudden insulin delivery stopped and had two brand new batteries. Customer was unable to clear the alarm. Customer went over to keypad anomaly, reported about pump error and could not clear screen after battery error and frozen display recurred. Customer reported the screen was not completely blank. Customer reported alarm occurred during the time the buttons were not responding. Customer was able to successfully clear the alarm. Customer reported insulin pump buttons did not begin to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. All buttons are functioning properly and the device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected display anomaly or frozen display noted. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error.